Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hbeag result from the cobas 6000 e601 module when compared to the result for anti-hbs. The result was hbeag result was 0.113 (non-reactive). The anti-hbs result was 33.46. The repeat anti-hbs result was <2 with a data flag. The units of measure were not provided.

Manufacturer narrative:
The investigation determined that the event was due to the customer not using the required procell, cleancell, preclean solutions, or the required tips and cups. Product labeling for the assay specifies the required products. There was no malfunction of the device.